Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg), it was observed that device exhibited two episode of drop beat, and patient felt symptoms of missed beat. Diagnostic testing/troubleshooting performed. The ipg sensitivity settings were re-programmed, and the device remains in use. No patient complications have been reported as a result of this event.